Event description:
The patient was undergoing an embolism procedure using a ruby coil. During the procedure, the coil would not re-sheath properly; therefore, the physician used a new one to complete the procedure. There were no complications for the patient.

Manufacturer narrative:
Device investigation: results: the coil is detached from the pusher assembly. The stretch resistant (sr) wire is broken and the constraint ball is still in the distal detachment tip (ddt). Conclusions: the coil that would not re-sheath properly revealed no issues associated with the product. The coil may have had difficult going back into the sheath due to patient anatomy or user technique. The coil sr wire was broken under excess tensile force when the operator attempted to overcome the resistance during re-sheathing and pulled the coil eventually causing the sr wire to break and the coil to detach. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. This MDR is associated with MDR 3005168196-2014-00047, 00048 and 00050.